Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, pinching of the ostium of diagonal occurred. In (B)(6) 2010, the subject was referred for cardiac catheterization which revealed an 80% stenosed lesion located in the mid left anterior descending (lad) artery. The lesion was 20 mm long with a reference vessel diameter of 3.9 mm and treated with direct stent placement using a 3.50 x 24 mm taxus liberte stent. Post stent deployment, pinching of the ostium of diagonal (80% ostial stenosis) was noted and treated using a 2.5 x 12 mm non-bsc balloon with 40% residual stenosis in diagonal branch. Following post dilatation, residual stenosis was 0% and the subject was discharged on aspirin and prasugrel the following day.